Manufacturer narrative:
The customer reported to the remote service engineer (rse) that there was a battery failure, and a 1124 ¿battery failed¿ alarm error occurred. Per good faith effort (gfe), the authorized service provider (asp) engineer confirmed the reported issue and noted that the defective battery was in fact less than 5 years old based on the date of manufacturing. The asp engineer also stated that the battery was not ultimately replaced but verified that the device was repaired, successfully passed performance specification testing, and was returned to service. Multiple attempts have been made to try to obtain further case information about the repair, but no response was received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a battery failure. It was reported that there was no patient involvement at the time the issue was discovered.